Event description:
It was reported that a patient experienced a myocardial infarction and subsequently passed away coincident with peritoneal dialysis therapy. The cause of the myocardial infarction was unknown. The patient was hospitalized for the myocardial infarction two days prior to passing away and passed away while hospitalized. Treatment for the myocardial infarction was not reported. It was not reported if peritoneal dialysis therapy was ongoing up until the time of death, and it was not reported if the patient was connected to the baxter healthcare homechoice device or using baxter healthcare peritoneal dialysis solution(s) at the time of the myocardial infarction or at the time of death. The cause of death was myocardial infarction and it was unknown if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information for initial reporter: the telephone number for the contact and the zip code for the contact was reported as:(B)(6). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.